Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2020 when power to the mobile power unit (mpu) was briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for evaluation; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 11 days (05jul2020 ¿ 16jul2020 per timestamp). The log file showed no external power alarms active on 05jul2020 at 02:09:55 and between 02:10:00 to 02:15:28. The backup battery provided power to the system controller during the no external power events. The no external power alarm activated each time due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The alarms activate while the controller is connected to the mpu and appears to be related to a loss of ac power. The alarms clear each time when power is restored to the controller and did not affect the controller¿s ability to operate the pump as intended. There were no other notable alarms. Attempts were made to gather more information regarding the reported no external power alarms; however, to date, no response has been received. The root cause for the no external power alarm while the controller was connected to the mpu was not able to be conclusively determined. A device history record review could not be completed due to no serial number being provided for the reported device. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.